Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed a persistent low battery alert and appeared not to charge despite being on the charger for several hours, showing a solid green indicator while on the pad; after repositioning on the charger, the device reported ¿charging¿ and the battery increased from 8% to 13% during the call, indicating normal charging resumed. No adverse clinical symptoms associated a low battery warning. Outcomes included no injury and no medical intervention. Investigation included guided troubleshooting and education on proper charger alignment and confirming charge status on the device. Investigation of this case revealed that the device and charger functioned as designed once properly positioned, indicating initial improper alignment on the charging pad resulting in inadequate power transfer. It was concluded, based on previously established findings for similar reports, that user technique related to charger alignment was the most likely cause.